Event description:
Customer reported that the date and time had changed spontaneously in their precision xtra meter. The customer reports using the p-link software. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the letter.